Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed hemolysis on (B)(6) 2023, and was admitted on (B)(6) 2023. The patient was treated with infusion of anticoagulant therapy but the condition could not be improved. Therefore, it was suspected that the hemolysis was associated with a possible thrombosis inside the device. The patient was discharged on (B)(6) 2023. No additional information was to be provided by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected device thrombosis could not be confirmed through this evaluation as the patient remains ongoing. Additionally, a direct relationship between the device and the reported hemolysis could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instruction for use (IFU) is currently available. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.